Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was intermittently responsive and the contrast keypad button was unresponsive. The keypad cover was removed and no defects were found to the button contacts. The pump was opened and investigation revealed that the keypad flex was kinked and was not seated properly. The keypad flex was reseated and the ok and contrast buttons became responsive.